Manufacturer narrative:
The device has been received by anspach. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "leaking oil" during spine surgery. There was no delay in surgery. There were no injuries reported. The reporter declined to provide any pt information. There was no additional information provided.